Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was evaluated. Confirmation of the allegation was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.